Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
The patient reported via social media that she had had the pump for 4 years and was ¿thrilled beyond belief¿ as it was ¿a wonderful option for those of us with chronic conditions¿. The patient was worried because at the last 4 refills, the pump had more medication in it than it should have at the refills which the patient felt might be a sign of the pump slowing down. The patient also had a weird pinching/grabbing feeling around the pump. When she walked she had pain in her lower back/upper buttocks area, so she wasn¿t sure if the pain was coming from her back. The patient noted being fused from l2 to s2 with hardware. The patient later posted that she had seen her pain doctor and the pinching around the pump was not from the pump. The pain doctor believed it was in l2 and ordered an MRI. The complaint came in via social media; no follow-up is possible at this time due to lack of appropriate contact information. A follow-up report will be sent if additional information becomes available.